Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: red collar on patient end of bloodline fell off while attempting to connect patient to bloodline. Detailed inquiry description: upon attempting to connect arterial bloodline to patient arterial access, the red collar on the patient end of the bloodline fell off while removing the recirculator. This caused the inability to connect the patient as the red collar has the luer lock for access connection. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and two photographs were provided for evaluation. Upon evaluation of the photographs, one photograph shows the red patient connector to be detached on the arterial set. The second photograph detailed the lot information reported. The reported concern was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A device history record (DHR) was reviewed, and no nonconformity was found. All test results were in specification, all process parameters were in specification, all operations were completed and done in sequence. Trackwise nonconformance review was performed for the involved batch number and no- nonconformance related to the defect reported was found. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.